Manufacturer narrative:
The insulin pump was received with broken off end cap. Unable to perform displacement test due to physical damage to insulin pump.

Event description:
The customer reported that the motor stopped working and bottom of the insulin pump broke off. Customer stated that they hit a tree by accident. Troubleshooting was not performed. The insulin pump was returned for analysis.